Event description:
The distributor reported on behalf of their customer [user facility]. According to the distributor the following incident occurred: the neuro surgeon at the user facility had a used osv ii valves in twelve (12) cases and an nph valve in one (1) case. In 2006, the neuro surgeon implanted the nph valve along with a ventricular catheter and a peritoneum catheter. At the end of the next month, the csf would not drain, the neuro surgeon did not find any csf liquid come from the peritoneum catheter side. The neuro surgeon replaced the nph valve with another, and the result was reported as good.

Manufacturer narrative:
To date, the device has not been received for eval. An investigation has been initiated based on the reported info.